Event description:
Procedure performed: colorectal surgery by laparatomy. Event description: the surgeon performed a colorectal surgery by laparatomy. Normally, the surgeon uses a laparoscopic device (from the competitor) as he/she doesn't like the laparotomy device from the competitor. The incident occured first when the surgeon was using the device on the rectum. He/she said that the jaws could not fully open after performing hemostasis, the haws were half opened. The surgeon thought it was a default of our device and place it aside and ask to open a new one (same lot). It was working until the surgeon was using the device on the omentum. He/she used a wet compress to hydratate the omentum and then used our eb215 device to coagulate. The jaws stayed closed while opening the handle. He/she had to cut the tissue around the jaws to free the device. The nurse found a way to open the device and clean the jaws; and place the device aside. The surgeon finished the surgery using monopolar and bipolar energies. The jaws were not clean when the jaws were stuck in position closed. Another surgeon used one eb215 the same day, same lot without any trouble. This surgeon were trained before the cases. Incident occured also on the second one which has been placed aside. The surgeon finished the surgery using monopolar and bipolar energies. Intervention: he/she had to cut the tissue around the jaws to free the device and they changed the device. The surgeon finished the surgery using monopolar and bipolar energies. Patient status: he/she had to cut the tissue around the jaws to free the device. No consequences for the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: colorectal surgery by laparatomy. Event description: the surgeon performed a colorectal surgery by laparatomy. Normally, the surgeon uses a laparoscopic device (from the competitor) as he/she doesn't like the laparotomy device from the competitor. The incident occured first when the surgeon was using the device on the rectum. He/she said that the jaws could not fully open after performing hemostasis, the haws were half opened. The surgeon thought it was a default of our device and place it aside and ask to open a new one (same lot). It was working until the surgeon was using the device on the omentum. He/she used a wet compress to hydratate the omentum and then used our eb215 device to coagulate. The jaws stayed closed while opening the handle. He/she had to cut the tissue around the jaws to free the device. The nurse found a way to open the device and clean the jaws; and place the device aside. The surgeon finished the surgery using monopolar and bipolar energies. The first device has been placed aside and a new one (same lot) has been used. Incident occured also on the second one which has been placed aside. The surgeon finished the surgery using monopolar and bipolar energies. Intervention: he/she had to cut the tissue around the jaws to free the device and they changed the device. The surgeon finished the surgery using monopolar and bipolar energies. Patient status: he/she had to cut the tissue around the jaws to free the device. No consequences for the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted blood and eschar build up between the jaws, preventing the jaws from opening. Functional testing confirmed the complainant¿s experience of the jaws not opening. Upon closer inspection, insufficient crimping of the cover tube, a metal component within the shaft, was observed. Based on the condition of the returned unit and the description of the event, the reported event was caused by the insufficient crimping of the cover tube, leading to displacement of the jaws from its intended position during trigger actuation to open the jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.